Event description:
The customer reported blood leaking from flm after a treatment procedure completed. Name of complainant: same as rptr. Customer called to report blood/fluid leaking from the fluid logic module. Customer stated that during return phase of cycle five, blood pump alarm occurred. Customer disconnected pt and ran saline boli to clear the alarm. Customer was able to clear the alarm successfully and resume treatment procedure. The alarm reoccurred during return phase of reinfusion. Customer once again ran a saline bolus to clear the alarm. Customer was able to clear the alarm successfully. Customer completed the procedure and returned all blood and products to pt. After treatment was completed customer removed the fluid logic module and found blood/fluid leaking from it. Customer returned kit for investigation.

Manufacturer narrative:
(B)(4). A review of lot file a736 was performed. There were no nonconformances or alarms associated with this event type for this lot. This lot met all release requirements. A review of complaints rec'd for lot a736 was performed. There were two other complaints of flm leaks reported to date for this lot. No trends were detected. This assessment is based on the info available at the time of the investigation. The kit was rec'd for investigation and the complaint was confirmed. A leak was observed at the fluid logic module. It is likely that a tensile force was exerted on the cassette when the kit was loaded into the instrument at the customer site. The root cause of the failure appears to be due to customer handling. Based on the investigation for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).